Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads were observed with sensing thresholds measurements that were below normal range. Both leads exhibited occasional intermittent undersensing. The leads remain in use. No patient complications have been reported as a result of this event.